Manufacturer narrative:
The calibration performed on (B)(6) 2022 was within specifications. The qc was within the customer's provided ranges prior to the event. The alarm trace did not indicate any issues. The field service engineer (fse) inspected the module and did not find any cause for the issue. The fse checked the module and did not find any signs of mechanical problems. He verified the module's performance through mechanical and precision checks with acceptable results. The customer performed qc with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys troponin t stat assay (troponin t stat) results for two patient samples tested on the cobas 6000 e 601 module. The initial result was reported outside of the laboratory. The doctor questioned the result which prompted a rerun of the patient samples. The patient samples were also rerun on their other e 601 module. Sample ID (B)(6): the initial result from the module was 6.00 ng/l with a data flag. The first repeat result from the module was 29.50 ng/l. This repeat result matched the clinical picture and was deemed correct. The second repeat result from the other module was 30.31 ng/l. The third repeat result from the other module was 28.77 ng/l. Sample ID (B)(6): the initial result from the module was 6.02 ng/l. The first repeat result from the module was 28.83 ng/l. This repeat result matched the clinical picture and was deemed correct. The second repeat result from the other module was 28.41 ng/l. The third repeat result from the other module was 27.48 ng/l. The reagent lot number is 63006301. The expiration date is 31-oct-2023.